Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, e103 is an error indicating that the lamp of clv failed to light up. It was surmised that this phenomenon occurred due to the faulty main lamp. Other inspection finding is as follows: when switching on the examination lamp, it clicks a few times and the lamp flickers before it turns on. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that when the examination lamp was switched on, the device clicked a few times and the lamp flickered before it ignited properly. In addition, it was reported an "e103" error was displayed. This report is submitted due to the reported malfunction of the "e103" error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
After the user facility replaced the xenon lamp, the reported problem was resolved. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.